Manufacturer narrative:
(B)(6).

Event description:
A speaker malfunction was reported on the intellivue x3. No sound was coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.